Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated the customer was hospitalized 2 times for hyperglycemia, and she believes the insulin delivery of the infusion device is inaccurate. There are several e4 occlusion, e7 electronic, and e11 set not primed errors in the device history from this time. She first went to the hospital on (B)(6) 2015. Her blood glucose was 532 mg/dl, and she was admitted for 24 hours. She went to the hospital again on (B)(6) 2015. She experienced symptoms of vomiting, nausea, and weakness. Her blood glucose was 599 mg/dl, and she was diagnosed with diabetic ketoacidosis. She was admitted to the hospital for 2 days and treated with insulin and potassium via IV. The alleged product was requested for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.